Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and functional testing was performed. The area of the break was rough, but not elongated, indicating that the tip was likely caught on something, but did not take much force to break. A definitive root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an interventional thrombolytic procedure on a patient diagnosed with peripheral vascular disease [pvd], the thrombolytic catheter tip detached within the patient. The physician had acquired arterial access and had successfully negotiated the patients challenging and diseased vasculature under fluoroscopy. The thrombolytic catheter was successfully placed within the patient's superficial fem-pop artery in an attempt to restore patient's blood flow to the lower periphery. During removal of the thrombolytic catheter for follow-up imaging, the tip detached within the patent's lower extremity. The account states that an attempt to retrieve the foreign body in total, may not have been completely successful. Post peripheral vascular intervention, the patient underwent a lower extremity (le) amputation because of the unsuccessful thrombolytic therapy attempts. The account states that the amputation was necessary due to the current disease state of the patient.